Manufacturer narrative:
(B) (4).

Event description:
The single set screw for the temporary deep brain stimulator lead cover seemed to bend/kink the lead at the point of contact between the #0 and #1 electrodes. Impedances were normal after the extension and battery were connected to the lead. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.